Manufacturer narrative:
(B)(6). A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
A brite tip sheath was taken put from its pouch to flush for a stent-graft case. However a foreign material was confirmed on the stopcock of its side arm. Therefore it was replaced with a new product. The procedure finished successfully. There was no reported patient injury. The product was not clinically used and it was initially indicated it will not be returned for analysis but a device was received. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The rep provided a photograph which shows the device in the package with a brown object visible inside of the package. There was no damage to the packaging. It is unknown how the device is stored and if the foreign object was moveable. The device was returned.

Manufacturer narrative:
Additional information was received that there was no packaging damage (shipping, inner pouch and outer product box).  It is unknown if the object was moveable. As reported, a brite tip sheath was taken out from its pouch to flush for a stent-graft case. However, a foreign material was confirmed on the stopcock of its side arm. Therefore, it was replaced with a new product. The procedure was finished successfully. There was no reported patient injury. The product was not clinically used. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The representative provided a photograph which shows the device in the package with a visible brown object inside of the package. There was no damage to the packaging. There was no packaging damage (shipping, inner pouch and outer product box). It is unknown if the object was moveable. A non-sterile si brite tip 7f 11cm str cannula sheath was received for analysis inside a plastic bag. The original packaging was not returned for analysis. No foreign material was observed on visual analysis, no anomalies observed. Functional analysis was performed on the cannula sheath received. A syringe fill with water was attached to the stopcock of the unit. Unit was flushed and no foreign material was observed. Per microscopic analysis, the unit was observed under the vision system and no foreign material was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.  The complaint reported by the customer as ¿packaging/ pouch/box- foreign material - in sterile package¿ was not confirmed during the analysis as no foreign material was noted. The exact cause of this event could not be conclusively determined. The product instructions for use caution the user to not use the package if it is open or damaged as was properly done in this case. Based on the device history record review and the product analysis, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. There was no damage to the packaging. There was no packaging damage (shipping, inner pouch and outer product box). It is unknown if the object was moveable. A non-sterile si brite tip 7f 11cm str cannula sheath was received for analysis inside a plastic bag. The original packaging was not returned for analysis. No foreign material was observed on visual analysis, no anomalies observed. Functional analysis was performed on the cannula sheath received. A syringe fill with water was attached to the stopcock of the unit. Unit was flushed and no foreign material was observed. Per microscopic analysis, the unit was observed under the vision system and no foreign material was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.  The complaint reported by the customer as ¿packaging/ pouch/box- foreign material - in sterile package¿ was not confirmed during the analysis as no foreign material was noted. The exact cause of this event could not be conclusively determined. The product instructions for use caution the user to not use the package if it is open or damaged as was properly done in this case. Based on the device history record review and the product analysis, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. As reported, a brite tip sheath was taken out from its pouch to flush for a stent-graft case. However, a foreign material was confirmed on the stopcock of its side arm. Therefore, it was replaced with a new product. The procedure was finished successfully. There was no reported patient injury. The product was not clinically used. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. The representative provided a photograph which shows the device in the package with a visible brown object inside of the package. There was no damage to the packaging. There was no packaging damage (shipping, inner pouch and outer product box). It is unknown if the object was moveable. A non-sterile si brite tip 7f 11cm str cannula sheath was received for analysis inside a plastic bag. The original packaging was not returned for analysis. No foreign material was observed on visual analysis, no anomalies observed. Functional analysis was performed on the cannula sheath received. A syringe fill with water was attached to the stopcock of the unit. Unit was flushed and no foreign material was observed. Per microscopic analysis, the unit was observed under the vision system and no foreign material was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.  The complaint reported by the customer as ¿packaging/ pouch/box- foreign material - in sterile package¿ was not confirmed during the analysis as no foreign material was noted. The exact cause of this event could not be conclusively determined. The product instructions for use caution the user to not use the package if it is open or damaged as was properly done in this case. Based on the device history record review and the product analysis, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.